Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 388 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Cause of elevated bg level was unknown; however customer typically uses humalog supplies for over 48 hours. Bg was treated with intravenous saline. Reportedly, customer left the ER 3-4 hours later with no permanent damage. Customer indicated they still felt sick after initially being released; however customer felt better by the time of the report with tandem technical support.